Event description:
A 34-yr-old pt was sitting in a chair, restrained with a jacket. The pt was restless and calling out and had been placed in his room. When the nurse came in to give medications, the pt was found slumped forward in his chair, with the jacket tight around his neck. He did not appear to be breathing or responsive. Help was called for and the house staff physician pronounced him dead. (Same pt referred to in 050457-1994-9003.)